Manufacturer narrative:
The actual device was returned for evaluation. During repair, an evaluation was performed and it was determined that the bearing fell apart and the tip of the device was damaged/bent. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to wear from normal use over time. If additional information should become available, a supplemental medwatch will be submitted accordingly. (B)(4).

Event description:
It was reported from (B)(6) that during evaluation of the craniotome attachment device, it was determined that the color band of the device was chipping/fading, the tip of the craniotome was bent/damaged, and the bearings were damaged. It was noted that the device had a damaged color ring, ball bearing fell apart, and the craniotome hanger/handle was damaged. It was further determined that the device failed pretest for cutter insertion, and visual assessment. It was noted in the service order that the device had a bearing failure. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.